Event description:
The reporter indicated that the pt was taken to the hospital to receive dialysis. The physician requested the pt's pacer to be checked. When attempting to check the pacer, the device could not be inquired. When applying the magnet, no anomaly was found with its behavior; however, the physician requested that the device be replaced the following day. During the same night, the pt expired due to hyperkalemia. According to the sub-dealer that checked the pacer, pacing spikes were observed on the ECG when the pt went into cardiac arrest and became unconscious. Although the dr thinks the cause of death is due to hyperkalemia, he requests analysis of the pacer.